Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator and light guide lens had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the forceps elevator and light guide lens both had foreign material, the inside of light guide lens has a stain, the possibility of insufficient or incorrect reprocessing had been performed due to multiple parts with foreign material; additional findings were as follows. The control unit, the right/left knob, the up/down knob all have discoloration, the scope cover has a crack, the switch box, the universal cord both has a scratch, the suction cylinder has no color, the electrical connector has corrosion due to water leakage, due to wear of angle wire, the play of up/down knob is out of the standard value, the connecting tube is deformed, the adhesive around objective lens has wear, and there is corrosion around left arm. It is most likely that the reported issue was a result of wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to retrieve device information from the customer to assist in determining the cause of the indicated phenomena. A response from the customer has not been received. Correction: e2 was inadvertently selected on the initial report.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, indicated phenomenon 1 "inside of lg-lens was dirty" was confirmed but a probable cause could not be identified. However, lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. And as a result, humidity invaded lg-lens which led to corrosion and could have possibly caused the indicated phenomenon. Additionally, phenomenon 2 "foreign material adhered to forceps elevator" was confirmed during the evaluation process but a probable cause could not be identified. Lastly, phenomenon 3 "foreign material adhered to distal end and l-arm due to possible insufficient reprocessing" was confirmed however a probable cause could not be identified due to lack of sufficient information from the customer. The event can be detected/prevented by following the instructions for use which state: event 1 "inside of lg-lens was dirty" is detectable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Event 2 "foreign material adhered to forceps elevator" is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) event 3 "foreign material adhered to distal end and l-arm due to possible insufficient reprocessing" is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.